Manufacturer narrative:
This report is submitted on may 14, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced cholesteatoma at implant site and subsequently the device was explanted on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.